Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the serial number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there is no description of the device's malfunction.

Event description:
On august 17, 2020, olympus medical systems corp. (Omsc) received literature titled "microbiologic surveillance of duodenoscope reprocessing at the vienna university hospital from november 2004 through march 2015". In the literature, it was reported that the result of the microbiological test using olympus endoscopes in 46 of 412 samples. As a result of the microbiological testing, the following microbes were detected. 8 scopes: include tjf-180v, tjf-160vr, jf-130, samples: 412 samples (4 sites per duodenoscope). Microbiologic results: skin bacteria in 45 samples, aerobe spore-forming bacilli in one sample. There was no other information about the infection in this literature. Based on the available information, other detailed information such as the number of microbes and serial number was not provided. Therefore, omsc will submit 8 medical device reports (MDR) depending on the number of endoscopes. This report is 6 of 8 reports about the microbiological testing.